Manufacturer narrative:
(B)(4). Batch # p93204. Additional information: when the devices were not deploying clips "correctly", what was the clip formation (malformed, unformed, scissored, etc.)? According to reporter, she thinks that they were scissored, but could not be certain. We have updated this file record to reflect the procedure date of (B)(6)2017. Please confirm this is the correct procedure date. The procedure date was (B)(6)2017. Device analysis the analysis results found that the el5ml device was received with no damage in the external components. In addition, the (B)(4) was returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was cycled and 3 conforming clips were fed and formed; however, the tip of the advancer was noted to be bent. Finally, the instrument locked out as intended. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the devices were not deploying clips "correctly", what was the clip formation (malformed, unformed, scissored, etc.)? We have updated this file record to reflect the procedure date of (B)(6) 2017. Please confirm this is the correct procedure date.

Event description:
It was reported that during a cholecystectomy, instrument has been getting stuck and would not deploy clips correctly on numerous occasions. No further patient consequence has been reported.